Manufacturer narrative:
Age at time of event: around (B)(6). (B)(4). Mfg site name: (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure, patient complications occurred. The patient was transferred from another medical facility for CABG after an interventional procedure. While waiting to go to surgery, the hemostatic valve on a .038 - 6fx11cm super sheath made a popping sound and started leaking blood. The patient was on anticoagulants, so manual pressure was applied and the device was removed. Blood loss did not require a transfusion. The patient sustained a hematoma. The patient was stabilized and sent to surgery. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that post procedure, patient complications occurred. The patient was transferred from another medical facility for CABG after an interventional procedure. While waiting to go to surgery, the hemostatic valve on a .038 - 6fx11cm super sheath made a popping sound and started leaking blood. The patient was on anticoagulants, so manual pressure was applied and the device was removed. Blood loss did not require a transfusion. The patient sustained a hematoma. The patient was stabilized and sent to surgery. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Manufacturer evaluation: returned product received was the side tube which is cut at 80mm location from 3-way stopcock side. The cut surface seems made by a sharp blade. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).